Event description:
Pt with longstanding silicone breast implants since 1982 that formed capsule and contractures that were painful and causing deformity. Because of the date of insertion (1982) there were no identifiers available for the implant. However, per the pt, these were dow corning implants. After gross examination, the implants were released to the pt.